Event description:
During an aneurysm coiling procedure, it was difficult to place the coil in the aneurysm. During re-positioning the coil, the catheter came out of the aneurysm. An angio control was performed and showed blood clotted proximal to the neck of the aneurysm. The patient was administered with reopro and the procedure was ended. No patient injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. A follow up report will be submitted when the device is returned, and the evaluation is completed.